Event description:
New information notes that the lead was repositioned with no adverse patient outcomes.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine check-up. During capture testing, the left ventricular lead exhibited loss of capture. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).